Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error. Customer reported that they received the open book image on the insulin pump screen. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. On mar 19, 2022 the customer was hospitalized and had alleged critical pump error (open book image). On a related svn 000314061950 the customer reported via phone call that they were hospitalized due to high bg's on march 19, 2022. The customer also reported critical pump error (open book image). The pump was received with a critical pump error (open book image) alarm. Unable to perform the functional testing, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Unable to perform carelink upload due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm triggered by a pump error 4 on 3/19/2022 at 2:35:06 am and then three consecutive pump error 63 critical handling alarms on 3/19/2022 at 2:35:06 am with variable (06). Pump error 63 alarm due to hardware issue. The pump was received with corrosion on the 40 pin flex lcd/b, corrosion on the electronics stack pcba1/ pcba2, corrosion on the force sensor flex and moisture damage on the motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side, cracked case at corner of the belt clip rail, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. Unable to perform the functional testing due to critical pump error (open book image) alarm. Unable to confirm alleged high bg's. Critical pump error (open book image) alarm confirmed due to a pump error 4 and three consecutive pump error 63 alarms. Pump error 4 and pump error 63 alarms due to corrosion on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.